Event description:
Device malfunction: suture break. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure of a femoral artery using the proglide after an unspecified procedure. Reportedly, during the procedure "the sutures ruptured". The device was removed and a second proglide device was used to achieve hemostasis. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
During processing of this complaint attempts were made to obtain complete event, pt and device info. The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.